Event description:
Boston scientific received information that this lead displayed a high shock impedance measurement of greater than 125 ohms. A commanded shock test and defibrillation test are scheduled for the near future, however no remedial action has been taken at this point. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that defibrillation threshold testing was performed to verify proper function of the device and leads. The patient continues to be monitored via the latitude patient monitoring system for intermittent red alerts for high shock impedance, however, no further remedial action has been planned at this time.